Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("shortly after implantation severe abdominal pain, chronic"), genital haemorrhage ("severe heavy bleeding") and haemorrhagic anaemia ("anemia") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required) and dysmenorrhoea ("shortly after implantation severe menstrual pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure") and dyspareunia ("pain during intercourse"). The patient was treated with tramadol and iron. At the time of the report, the abdominal pain, genital haemorrhage, haemorrhagic anaemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, haemorrhagic anaemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine and dyspareunia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, shortly after insertion she experienced abdominal pain. She also experienced severe heavy bleeding (seen as genital bleeding) and was suffering from anemia (considered a hemorrhagic anemia). Abdominal pain and genital bleedings are anticipated in the reference safety information for essure, while anemia is unanticipated. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. The event anemia was considered as a complication of the event genital bleeding and thus it was also considered as related to essure use. This case was regarded as incident since intervention was required (consumer had to received tramadol as treatment for her abdominal pain). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("shortly after implantation severe abdominal pain, chronic"), genital haemorrhage ("severe heavy bleeding") and haemorrhagic anaemia ("anemia/blood or heart disorder/condition (anemia)") in a 35-year-old female patient who had essure (batch no. B57590) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine. No history of migraines prior to essure. Concomitant products included warfarin sodium (coumadin) from 2004 to 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("shortly after implantation severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2013, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure") and headache ("headaches"). The patient was treated with tramadol and iron. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, haemorrhagic anaemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, back pain, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Current weight: 259 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 35 year old patient. Her demographic was added. Her historical condition was added. Lab data was added. Essure indication was amended. Essure lot number was added. Concomitant medication was added. Essure was ongoing at the time of the report. Following events: abnormal bleeding (vaginal/menorrhagia), back pain, headaches, nausea, weight gain, weight loss and she did not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("shortly after implantation severe abdominal pain, chronic"), genital haemorrhage ("severe heavy bleeding") and haemorrhagic anaemia ("anemia/blood or heart disorder/condition (anemia)") in a 35-year-old female patient who had essure (batch no. B57590-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine. No history of migraines prior to essure. Concomitant products included warfarin sodium (coumadin) from 2004 to 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("shortly after implantation severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2013, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure") and headache ("headaches"). The patient was treated with tramadol and iron. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, haemorrhagic anaemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, back pain, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Current weight: 259 lbs. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('shortly after implantation severe abdominal pain, chronic') in a 35-year-old female patient who had essure (batch no. B57590-not valid,857690,867590) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, overweight, pulmonary embolism, missed abortion and uterine dilation and curettage. No history of migraines prior to essure. *current weight: 259 lbs. Concomitant products included warfarin sodium (coumadin) from 2004 to 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("shortly after implantation severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced blood loss anemia ("anemia/blood or heart disorder/condition (anemia)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced genital hemorrhage ("severe heavy bleeding"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure") and headache ("headaches"). The patient was treated with iron and tramadol. Essure treatment was not changed. At the time of the report, the abdominal pain, genital hemorrhage, blood loss anemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine, dyspareunia, vaginal hemorrhage, menorrhagia, back pain, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal hemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jun-2020: pfs received:-new event pelvic pain added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('shortly after implantation severe abdominal pain, chronic') in a 35-year-old female patient who had essure (batch no. B57590-not valid,857690,867590) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, overweight, pulmonary embolism, missed abortion and uterine dilation and curettage. No history of migraines prior to essure. Current weight: 259 lbs. Concomitant products included warfarin sodium (coumadin) from 2004 to 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("shortly after implantation severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced blood loss anaemia ("anemia/blood or heart disorder/condition (anemia)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("severe heavy bleeding"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure") and headache ("headaches"). The patient was treated with iron and tramadol. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, blood loss anaemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, back pain, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jun-2020: pfs received:-new event pelvic pain added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('shortly after implantation severe abdominal pain, chronic') in a 35-year-old female patient who had essure (batch no. (B57590,857690,867590)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, overweight, pulmonary embolism, missed abortion, uterine dilation and curettage, pulmonary embolism, dehydration, abdominal pain, tv trichomonas vaginalis and shortness of breath. No history of migraines prior to essure. Current weight: 259 lbs. Concomitant products included warfarin sodium (coumadin) from 2004 to 2013. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("shortly after implantation severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced blood loss anaemia ("anemia/blood or heart disorder/condition (anemia)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("severe heavy bleeding"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure") and headache ("headaches"). The patient was treated with iron and tramadol. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, blood loss anaemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, back pain, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on 4-dec-2020: update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('shortly after implantation severe abdominal pain, chronic') in a 35-year-old female patient who had essure (batch no. (B57590, 857690, 867590)-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, overweight, pulmonary embolism, missed abortion, uterine dilation and curettage, pulmonary embolism, dehydration, abdominal pain, tv trichomonas vaginalis and shortness of breath. No history of migraines prior to essure. Current weight: 259 lbs. Concomitant products included warfarin sodium (coumadin) from 2004 to 2013. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("shortly after implantation severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced blood loss anaemia ("anemia/blood or heart disorder/condition (anemia)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("severe heavy bleeding"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure") and headache ("headaches"). The patient was treated with iron and tramadol. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, blood loss anaemia, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, back pain, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Lot numbers reported (b57590,857690,867590) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, shortly after insertion she experienced abdominal pain. She also experienced severe heavy bleeding (seen as genital bleeding) and was suffering from anemia (considered a hemorrhagic anemia). Abdominal pain and genital bleedings are anticipated in the reference safety information for essure, while anemia is unanticipated. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. The event anemia was considered as a complication of the event genital bleeding and thus it was also considered as related to essure use. This case was regarded as incident since intervention was required (consumer had to received tramadol as treatment for her abdominal pain). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.